Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of restenosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na

Event description:
It was reported that this patient had a supera stent implanted. The patient had restenosis which required treatment. No additional information was provided.